Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the failure mode was not reproduced on engineering lab bench. Long term testing revealed no abnormalities with the system. Epc supply was monitored but was normal for when console was operating off battery and ac power. Cables and connections were not intermittent. Therefore, root cause the unexpected console restart was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, an automated impella controller (aic) error and unexpected shutdown during the night was noted. Aic was able to be restated with no further issues. No patient harm reported.